Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) out of hibernation despite troubleshooting attempts. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was discarded by the medical facility.